Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not stay in aorta after deployment. The surgeon stated that when he pressed on the plunger to deploy the seal into the aorta then pulled the delivery tube out, the string stayed inside the delivery tube and pulled the seal out of the aorta. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).